Event description:
Additional information received from reporter on 9/4/2025 for report number mw5175523. Dexcom g6 sensor inaccuracy: 9:29am g6 reading 92, finger stick reading is 135. That is a mard of 31.9%! What exactly is dexcom reading which indicates such a discrepancy? The graph has been dropping for the last hour, but the blood has actually been stable. So again, what exactly is making the algorithm give me a false low? Imagine if I would have "profanity" trusted this piece of "profanity" and compensated for a low.

Event description:
Dexcom g6 sensor inaccuracy: 6:15 g6 reading 78, finger stick reading is 64. That is a mean absolute relative difference of 21.9%.